Event description:
It was reported that a minicap extended life transfer set had a cracked main body. This was noted during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Although the sample was not returned, a photo of the sample was received for evaluation. Visual inspection of the photo verified that the light blue main body of the transfer set was cracked. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported issue was undetermined. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.